Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly calcified unspecified lesion. The ht balance middleweight (bmw) elite guide wire became stuck with the 2.5x12mm xience skypoint stent delivery system (sds) during advancement. The guide wire and the sds were removed as one unit. Another xience skypoint and bmw elite was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Event description:
It was reported that the procedure was to treat a mildly calcified unspecified lesion. The ht balance middleweight (bmw) elite guide wire became stuck with the 2.5x12mm xience skypoint stent delivery system (sds) during advancement. The guide wire and the sds were removed as one unit. Another xience skypoint and bmw elite was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance/position and difficult to remove from the guide wire were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, difficult to advance/position and difficult to remove (guide wire resistance) may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the catheter or accumulation of blood or contrast. In this case, it is possible that a buildup of procedural contaminants may have contributed to the reported difficult to advance and difficult to remove (guide wire resistance); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.